Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose was 38mg/dl as well as high blood glucose of 518mg/dl and insulin pump alarmed for replace battery now without low battery alert. Customer declined for high and low blood glucose. Insulin pump will be return for analysis.